Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation could not confirm the reporter¿s complaint as the teflon pad was slightly melted with charred marks on it; however no metal was exposed. There were three small splits on the side of the teflon pad. The distal end of the probe unit was inspected using a microscope and found charred marks on it.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed during a total laparoscopic hysterectomy procedure, the teflon pad burnt exposing metal while the doctor continued the activation of seal and cut button when there was no more tissue in the jaw. It was reported that no device fragment fell inside the patient. There was no bleeding reported. There was no medical or surgical intervention required. Short circuit errors were observed on the generator. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed with another thunderbeat device. There was no patient injury reported.